Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called reporting that she changed infusion sets and site before going to sleep. When she woke up, her blood glucose level was 135 mg/dl. A few hours later, her blood glucose level was 442 mg/dl, so she attempted a thirteen unit bolus, but the insulin pump gave her a message saying she exceeded her max bolus. Customer checked her blood glucose again and it was at 504 mg/dl. She disconnected, programmed a 1.25 unit bolus and insulin exited. Customer has not yet treated for high blood glucose. The drive support cap appears normal. There were no air bubbles in the tubing. Insulin exited the tubing during manual prime. There were no leaks. The device passed the high pressure test. The cannula was not occluded. Customer was advised that the device is working as designed, and he was directed to the website for additional resources. Nothing further reported.